Manufacturer narrative:
H10: h3, h6: the returned instrument used in treatment was returned for evaluation. There was no relationship found between the device and the reported incident. A review of the device history records for the reported lot number 2023611 showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review for lot number 2023611 for the past 3 years found no related failures. Visual inspection shows a deployed device. The implant is detached and not received with the device. There are no manufacturing abnormalities visually observed with the instrument. No sutures were returned with the instrument; the device is a single used device and could not be functional tested. Functional inspection: the 2.8mm q-fix all suture anchor is a single use device and could not be functional tested. The dial is fixed and could not be turned. The complaint was not verified and the root cause could not be determined with certainty. Factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1)bone quality; poor bone quality or oversized drilled bone hole can result in damage to the device and device failure. (2) bone hole size (3) tensioning the suture by using extensive force. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a rotator cuff repair, it was found that all the suture on the q-fix has been cut off during the knot tying manipulation, the deployed anchor is still intact with the humerus bone. The procedure was completed with a back up device from smith & nephew (5.5 mm multifix) performing an additional bone hole. Patient injuries were not reported. A delay of more than 30 minutes was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.